Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient was getting ¿shocks¿ from device when they coughed, sneezed or vomited. No cause specified but on arrival at the clinic, patient was onp5 @ 1.3ma. After turning the device off, it was found that paraesthesia actually started at 0.7ma. They changed program and given new program a: program 4 with a rate of 30 hz, cycling 1 hour on & off. Patient is very distressed by their faecal incontinence, and has since developed symptoms of oab from possibly having turned the stimulator up so high. Advised the patient against increasing the stimulator amplitude and asked them to call if symptoms have not improved after 2 - 3 weeks.